Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one in.pact admiral paclitaxel eluting pta balloon catheter was used to treat the a lesion located in the right mid sfa. It was reported that restenosis of the target lesion occurred on the same day (via vascular recoil mechanism) and a revascularisation was performed with non medtronic stenting. The investigator assessed that the event was related to the study device but not related to the procedure or paclitaxel. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.